Event description:
In 2009, the distributor reported that during surgery, one of the prongs broke from the drive, while the surgeon was explanting a closure top. The surgeon was able to retrieve the broken piece from the wound. The surgeon was able to finish the case with the other driver in the kit.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending.